Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent, abdominal pain and low appetite. It was reported that the patient was hospitalized for cloudy pd effluent and developed peritonitis within two days of hospitalization. On an unknown date, the patient was treated with injection vancomycin (1gm/ once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. It was reported the that retraining on proper aseptic technique was pending. No additional information is available.